Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. It fell off into the pt's posterior pharynx. An ent physician and second anesthesiologist were required for the retrieval of the capsule. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger had been over-rotated. The device was returned with the plunger broken off and the capsule still attached to the delivery system. The capsule trocar needle was advanced and blood was present. The analyst was able to grab the remaining piece of the plunger shaft. The analyst pulled it straight backed which released the capsule. There was a large kink in the delivery system, just under the handle and mid way down.